Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had low lighting coverage. The issue occurred during a diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: h3, h6, h11 the device was returned to olympus for inspection, and the reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the light intensity was measured low because the optical axis was displaced due to damage on the light guide connector. However, a definitive root cause was not determined. The event can be detected/prevented by following the instructions for use which state: ·do not apply excessive force to the jacket. There is a risk that the connectors will be broken. ·the device should be placed in a horizontal, stable position using a maj-699. This product may slip or fall, resulting in injury to the patient or user, device failure, or damage. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 01 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined since the device was not returned for evaluation. Olympus will continue to monitor field performance for this device.